Event description:
Did not result in permanent damage or prolonged hospitalization. Resident noted problems with catheter that pt had indwelling since arrival to hosp five days earlier. Urologist called to place new catheter. In his progress notes he states: "I placed a 16 french all-silicone catheter in, and it certainly seemed to be passing normally, but there was no drainage. I was unable to irrigate it. The explanation for that was certainly not apparent to me. I removed that catheter and inserted an 18-french coude red rubber catheter. This also passed easily and also irrigated easily. I spent the next 20 minutes or so irrigating clots out of his bladder, until the drainage was crystal clear."